Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and could not duplicate the problem. The instrument was tested without further problem, and returned to svc.